Event description:
It was reported that pump displayed malfunction alarm malf 24 that could not be reset, and customer indicated no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, provided instructions for putting malfunctioning pump into storage mode and returning it within 10 days, confirmed shipping details, and advised customer to manually enter pump settings and reconnect continuous glucose monitor once replacement pump was received.